Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not form properly and the tissue was not anastomosed. The surgeon performed an enterostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
Device not available for eval.